Manufacturer narrative:
This report is for an unk - extraction instruments: universal screw removal: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date that the patient was underwent for a screw removal surgery, during the surgery a screw removal trephine broke. It was unknown if there was a surgical delay. Patient and procedure outcome are unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1: the initial complaint was reviewed and found to be a duplicate of another reported complaint (B)(4) and the information for this event is captured on manufacture report number 2939274-2020-00421. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.